Manufacturer narrative:
The case description states that two correction boluses were delivered that were not commanded by the user. The physical controller was received for investigation. Additionally, android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files downloaded from the physical controller found the same information as the android log files that had been uploaded to the cloud system by the user. Review of the android log files found that the engineering log files from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit logs confirmed the delivery of the two reported boluses. The audit logs show that for both boluses, the application was entered and the "use cgm" button within the bolus calculator was used to load cgm values into the bolus calculator. The "confirm" button was pressed to initiate delivery of the boluses, which were both delivered successfully. The returned controller was found to function as intended during testing, and no issues were found that would contribute to the reported uncommanded boluses. All boluses delivered during testing required input with the controller. No evidence of an uncommanded bolus was found during the investigation. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient received two unprogrammed boluses from her omnipod system during the night while sleeping. The patient did not require medical treatment for the reported issue. If additional information becomes available, a supplemental report will be submitted.